Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that difficulty in draining water from foley catheter after pre-test.

Manufacturer narrative:
The reported event was unconfirmed as the product meets specifications. Visual: received a 2-way foley catheter with cut portion of the inlet tubing with a straight tipped syringe and (2) 3-way temperature sensing catheter with cut portion of inlet tubing and a straight tipped syringe without original packaging. Verified material number: 119314 and manufacturing lot numbers: ngjy5147 and ngjx4584. Visual inspection noted (1) catheter balloon was partly inflated. Using returned syringe 2ml of solution was passively withdrawn. Inflated the balloon with 10 ml of methylene blue solution using retuned syringe and the catheter was allowed to rest with no observed leaks. Balloon passively deflated in 2min 14sec. Cuffing noted. Catheter balloon was inflated with 10 ml of methylene blue solution using the returned syringe and the catheter was allowed to rest with no observed leaks. Attempted to deflate the balloon passively and only 2ml could be withdrawn. Using the in-house syringe, balloon passively deflated in 2min 54sec. Cuffing noted. The reported failure could not be replicated. No root cause could be found because the reported event was unconfirmed. The reported event is unconfirmed; a labeling review is not required. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that difficulty in draining water from foley catheter after pre-test. Per notification from investigator on 30jan2026, it was reported that cuffing noted for two different foley catheters (lot#: ngjx4584) & (lot#: ngjy5147). It was found during sample evaluation on 24dec2025.